Event description:
Reporter stated that caller from facility reported that after completing compounding a bag of tpn, all displays on the unit went blank, with only the power led illuminated. Since volume delivered displays had been read before the displays went blank and since the programmed and volume delivered displays were in agreement, the bag was dispensed to a patient. The caller stated he "fiddled around" with the cables and was able to get the displays to work, but he took the unit out of service and requested a different unit. The unit was sent to product services for evaluation.